Event description:
It was reported that a lead could not be inserted into the interstim. A second ipg was opened and used successfully. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when be sent when the analysis is complete and/or when additional information is received from the hcp.